Manufacturer narrative:
Correction: g4- premarket identification: device bla: p030016 to PMA/510(k): p030016, initially reported PMA/510(k) number in the wrong field. Claim # (B)(4).

Manufacturer narrative:
B5- a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and elevated iop. In a separate visit the lens was exchanged for a replacement lens of shorter length. The problem was resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. Claim # (B)(4).

Manufacturer narrative:
Claim #(B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. In a separate visit the lens was exchanged for a replacement lens of shorter length. The problem was resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. Cause of the event was reported as unknown.